Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for remote follow up via merlin.net. A review of the transmission showed that the implantable cardioverter defibrillator had not stored an electrogram (egm) of a ventricular tachycardia episode. Further information found that the egm had already been read on previous transmission, however the transmission had not made it to merlin.net. Further information was requested but not received.